Event description:
The customer reported that the monitor was displaying an "audio failed" message. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor was displaying an "audio failed" message. No pt harm was reported. Philips is reporting this incident as there is not enough data to verify that there was no sound coming from the speaker. In an abundance of caution, we will report this incident. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.